Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, right ventricular t-wave oversensing was observed in episode 3322. On (B)(6) 2016, a right ventricular lead integrity warning occurred for sensing integrity counter greater than 30 in three days and two or more high rate non-sustained tachycardia episodes likely due to t-wave oversensing.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular lead due to intermittent t-wave oversensing and non- sustained ventricular tachycardia. Reprogramming was done and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.